Event description:
During a percutaneous transluminal angioplasty to the left posterior tibial artery a balloon rupture occurred. There was heavy calcification, mild vessel tortuosity and 100% stenosis seen. It was reported that the lesion was approached with the balloon and after dilatation the balloon ruptured below its normal pressure (actual pressure unk). There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. There was no adverse consequence to the pt.